Event description:
According to the reporter, during the open total gastrectomy, partial liver resection, gallbladder resection, sigmoid resection, while doing liver parenchyma resection, the jaws did not close. Tried to clamp again but the same condition was observed. Used another device from other company to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.